Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 02 (compression tracking error) message was confirmed during the functional testing and based on the archive data review. The cause of the reported issue was due to the defective drivetrain motor, likely due to a defective component. Visual inspection was performed and found no physical damage to the autopulse platform. The platform passed the initial functional testing without any fault or error, however, during the run_in test using the 95% patient test fixture (lrtf), the platform failed repeatedly with user advisory (ua) 02, thus confirming the reported complaint. As the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. The load cell characterization test confirmed both load cell modules are functioning within the specification. The drivetrain motor was replaced to remedy the issue. The archive data review showed an occurrence of user advisory (ua) 02 on the reported complaint date, thus confirming the reported complaint. Following the service repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During the patient use, the autopulse platform (sn (B)(4)) displayed a user advisory (ua) 02 (compression tracking error) message. Per a reporter, the patient was in average size and was properly aligned on the platform. The crew immediately reverted to manual CPR. The return of spontaneous circulation (rosc) was achieved, however, during the transport, the patient went back into cardiac arrest. The patient was delivered in cardiac arrest to the hospital. The patient's status information was requested but the customer did not provide a response, therefore the patient's status is unknown.